Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: 457445, lead; implant: (B)(6) 2008. (B)(4).

Event description:
It was reported that the patients low-voltage right ventricular (rv) lead threshold has continued to rise. The physician chose to cap the lead and use the existing pace/sense portion of the patients high-voltage rv lead. No patient complications have been reported as a result of this event.